Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? ---no. Were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? ---yes if yes, did this affect the visibility of the surgeon? ---yes. What was the gas consumption rate or volume (liter/minute)? --- at 9mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no. If so, what device? Was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). No device returned. The universal seal was received for analysis and the sleeve and the obturator were not returned for analysis. We were unable to analyzed the device for insufflation issues without the sleeve. It could not be determine what may have cause the reported event. No conclusion could be reached as to how this damage occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.